Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd legacy plus pump, pump experienced no disposable clamp tubing alarm. The line was clamped and cassette removed. Tubing was massaged and air noted. It was reconnected but unable to start. Removed cassette and tapped on hard surface, still it was unable to start. Pump was off. The pump was under delivery. There was patient involvement and no harm.